Event description:
During a spinal fusion surgery, the tip of the newport screw inserter snapped off. It did not fall into the surgical wound and there was no reported injury to the pt.

Manufacturer narrative:
The device involved in the reported incident has been received for eval. An investigation has been initiated based on the reported info.